Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway.h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post an ultrasound guided percutaneous transhepatic cholangiography drainage catheter placement, the drainage catheter connector was allegedly fractured. It was further reported that the catheter allegedly leaked. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. One photo was provided for review. The photo shows a complete break of the locking pigtail string. The investigation is confirmed for the identified break and material separation issues. The investigation is inconclusive for the reported fracture and fluid leak issues as the provided evidence was not sufficient enough to confirm the reported event as the other side of the hub view was not provided for review. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post an ultrasound guided percutaneous transhepatic cholangiography drainage catheter placement, the drainage catheter connector was allegedly fractured. It was further reported that the catheter allegedly leaked. The procedure was completed using another device. There was no reported patient injury.